Event description:
A cgm error was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided comprehensive instructions for resetting the pump and guided the caller through the process. The caller successfully started their sensor session, and the error code did not reappear.